Manufacturer narrative:
The aquabeam handpiece was not returned for investigation. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c00934 was conducted, which confirmed that there was one (1) non-conformance issued to this lot of the handpiece during the manufacturing process that could potentially be related to the reported event. The lot passed all final inspections and was released successfully per device specifications. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. 4.3 warnings: procedure: throughout the procedure, monitor the patient for unanticipated movement and immediately release the foot pedal to stop the procedure if movement is observed. Patient movement during the procedure may result in serious injury. Ensure the motorpack magnetic latch is pointing towards the black indicator. Clear any excess drape and seams off the magnet plate on the motorpack. Patient/user injury could occur with unanticipated movement of the motorpack. Active fluid evacuation/aspiration from bladder is operational during the aquablation procedure but be attentive for any occluding tissue in the aspiration tubing during the procedure. The aspiration tubing should not be bent, kinked, or twisted at any point during the aquablation procedure. Bending, kinking, or twisting the aspiration tubing may result in inefficient fluid aspiration. The aquabeam robotic system IFU, ifu0101-00 rev e, states the following: 8.11 sterile: attach the input end of the aspiration tubing (the end without an arrow on it) to the port located on the side of the aquabeam handpiece. Pass the other end of the aspiration tubing (the end that does have an arrow) to a non-sterile technician. Caution: ensure that the input end of the aspiration tubing stays in the sterile environment to avoid minor infection(s). 8.12 non-sterile: locate the peristaltic pump on the user's left side of the console (when facing the front of the console). The aspiration tube guide is adjacent to the peristaltic pump. Press the key found near the middle of the aspiration tubing into the gray slot in the tube guide, in order to activate the switch. Ensure that the key is fully inserted into the slot. Open the peristaltic pump head and place the aspiration tubing inside the pump head. Carefully close the cover while ensuring the aspiration tubing is centered within the front and back jaws. Caution: verify that the tubing joints are securely attached to the peristaltic pump and that the tubing is correctly installed. Ensure the aspiration tubing is not pinched at the jaws located in the front and back side of the peristaltic pump. Failure to verify the proper installation may result in inefficient fluid aspiration due to poorly connected or damaged tubing. 8.13 non-sterile: attach the outlet end of the aspiration tubing (the end with the arrow) to the fluid outlet receptacle. Warning: the aspiration tubing should not be bent, kinked, or twisted at any point during the aquablation procedure. Bending, kinking, or twisting the aspiration tubing may result in inefficient fluid aspiration. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the second treatment pass, the aquabeam handpiece (hp) failed to aspirate. As a result, the decision was made to discontinue treatment at this point. No adverse health consequences to the patient were reported due to this event.